Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose levels. Due to occlusion alarm occurring in the past, troubleshooting to determine the source of occlusion was unable to be performed with tandem technical support.